Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements. Approximately nine months later the rv lead continued to exhibited high thresholds and low amplitude measurements. The physician suspected exit block as a result of the patient's condition. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the helix was bent and there was tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations.